Event description:
It was reported that "I had multi-level cervical fusion and diskectomy and foraminotomy performed by spine surgeon utilizing interbody spacer and bmp. I had post-operative swelling, hoarseness and choking. Several months later my symptoms grew worse, pain in my neck, hands, legs and was so severe I had f/u remedial surgery when imaging revealed bone growth compressing my spinal canal. So I had a c4-7 laminectomy with instrumentation."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.